Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that remote monitoring data from this subcutaneous implantable cardioverter defibrillator (sicd) showed increasing shock impedance measurements. A measurement of 135 ohms was noted on a report from yesterday and a measurement of 140 ohms was produced during manual setup the following day. The health care professional stated the value has remained relatively the same for the past two years. However, impedance was 48 ohms at implant five years prior. A boston scientific technical services consultant recommended review of any changes in the patient's weight and to focus on the coil depth based on the x-rays provided. The consultant informed the caller that conversion effectiveness data and labeling suggest that measurements over 110 ohms can increase the likelihood for conversion difficulty. Based on the images provided and the history of the impedance trend, it appeared the impedance increase was due to the patient's change in weight. Further investigation was recommended due to the potential impact on conversion effectiveness. The system remained implanted and no adverse patient effects were reported. Defibrillation threshold testing (dft) was subsequently performed, and external rescue was required due to unsuccessful conversion after delivery of two maximum energy shocks. The electrode was explanted and repeat dft's were performed with successful conversion and a system impedance measurement of 65 ohms. The boston scientific technical services consultant stated it is highly likely that the elevated impedance and ineffective conversion were primarily due to placement of the explanted electrode. The new electrode was implanted in a presumably more optimal position which resulted in improved impedance and conversion success. Additionally, previous imaging identified adipose tissue beneath the coil of the explanted electrode. The explanted electrode has been returned and product investigation is in progress. No additional adverse patient effects were reported.

Event description:
It was reported that remote monitoring data from this subcutaneous implantable cardioverter defibrillator (sicd) showed increasing shock impedance measurements. A measurement of 135 ohms was noted on a report from yesterday and a measurement of 140 ohms was produced during manual setup the following day. The health care professional stated the value has remained relatively the same for the past two years. However, impedance was 48 ohms at implant five years prior. A boston scientific technical services consultant recommended review of any changes in the patient's weight and to focus on the coil depth based on the x-rays provided. The consultant informed the caller that conversion effectiveness data and labeling suggest that measurements over 110 ohms can increase the likelihood for conversion difficulty. Based on the images provided and the history of the impedance trend, it appeared the impedance increase was due to the patient's change in weight. Further investigation was recommended due to the potential impact on conversion effectiveness. The system remained implanted and no adverse patient effects were reported. Defibrillation threshold testing (dft) was subsequently performed, and external rescue was required due to unsuccessful conversion after delivery of two maximum energy shocks. The electrode was explanted and repeat dft's were performed with successful conversion and a system impedance measurement of 65 ohms. The boston scientific technical services consultant stated it is highly likely that the elevated impedance and ineffective conversion were primarily due to placement of the explanted electrode. The new electrode was implanted in a presumably more optimal position which resulted in improved impedance and conversion success. Additionally, previous imaging identified adipose tissue beneath the coil of the explanted electrode. The explanted electrode has been returned and product investigation is in progress. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.